Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg exhibited a low battery warning. The patient did not lose therapy due to the issue. Reprogramming was able to increase the longevity of the device and the low battery was no longer present. However, the low battery warning reappeared. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced reportedly, effective stimulation was restored post-operative.

Manufacturer narrative:
Corrected data: evaluation codes: the previous report reflected the incorrect codes. However. The codes have now been updated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.